Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the qa tech reported that the touch screen cursor disappeared after turning on the monitor. Since the event occurred during routine testing, there was no pt involvement during this event.